Event description:
Note: this report pertains to the spyscope ds access & delivery catheter and spyglass ds digital controller zero used during the same procedure. It was reported to boston scientific corporation that a spyscope ds access & delivery catheter and spyglass ds digital controller zero were used in a procedure performed on (B)(6), 2021. During the preparation, the spyglass ds digital controller zero was unable to provide picture or light source. The green led showing system had power to it. They tried rebooting the controller, tried another power outlet, and tried reinserting the spyscope ds; however, the problem was not resolved. The procedure was not completed due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Correction: block e1 (initial reporter facility name, initial reporter address 1, initial reporter city, initial reporter state, initial reporter zip/post code, initial reporter phone), and e3 (occupation) has been corrected. Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted that the top cover had a finish damage. A functional evaluation noted fluid ingress that required rebuild. Firmware was updated fro 2.1 to 2.2. The light engine was disassembled. The unit housing, top cover, cover gasket, front panel, keypad, rear bumper, power entry module, light engine mounting plate, and all necessary hardware were replaced to support rebuild. Light engine calibration and functional test were performed. An electrical safety test was performed and the unit passed all tests. The reported event was confirmed. A device history record (DHR) review was conducted and found that there were no deviations that could have contributed to the reported event and that the product met all manufacturing specifications. A review of the risk documentation confirms that the failure is not a new or unanticipated event. The design failure modes and effects analysis (dfmea) lists mitigations in place that control design features through specification and manufacturing inspection, and therefore it is unlikely an issue with the design of the device. Although the number of procedures/recycles of the unit are unknown, and also handling during use and reprocessing over time it is probable that they contributed to the device damage.based on all gathered information, the most probable root cause of this event complaint is cause traced to maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the spyscope ds access & delivery catheter and spyglass ds digital controller zero used during the same procedure. It was reported to boston scientific corporation that a spyscope ds access & delivery catheter and spyglass ds digital controller zero were used in a procedure performed on (B)(6) 2021. During the preparation, the spyglass ds digital controller zero was unable to provide picture or light source. The green led showing system had power to it. They tried rebooting the controller, tried another power outlet, and tried reinserting the spyscope ds; however, the problem was not resolved. The procedure was not completed due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.